Event description:
(B)(4). Ever since I got essure implanted, I've had numerous problems. Extreme cramping, heavy bleeding, large blood clots the size of a tampon or bigger, pulling sensation in my uterus, hair loss, memory fog, extreme fatigue, extreme soreness of breast, a feeling of itching from the inside, blotchy skin, weight gain with difficulty losing it, extremely gasy, soreness in pelvic joints, and I'm sure there are others I just can't think of right now. I've had essure for 10 years and I've been dealing with this issues ever since. I was never told it contained nickel, I was told it was titanium only. I was also told that side effects were only maybe a little weight gain and that was it!!